Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated that the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
An ophthalmic assistant reported that 17 years following an intraocular lens (iol) implant procedure, a patient experienced fuzzy vision and the iol was found to be tilted in the eye. Additional information has been requested.